Event description:
Found during test. According to the reporter, the device would not power up. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio control evaluated the device and observed that it would not power on. Physio replaced the main pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.